Event description:
During a routine hemodialysis treatment, the caregiver experienced an unrecoverable air alarm and manual rinseback was advised. The caregiver ran out of saline, during manual rinseback, which prevented completion of manual rinseback and resulted in a 50cc blood loss. No medical intervention was required.